Manufacturer narrative:
The ge healthcare service representative replaced the faulty power switch to resolve the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service representative reported a faulty power switch causing the unit to restart when plastic cap is flicked. There was no report of patient involvement.